Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the during a cardiomems implant procedure, the patient's right ventricle lead was dislodged. As result, the patient was scheduled to meet with their physician to have their lead fix.